Event description:
It has been reported the scope was blurry. There was no surgical delay or harm to the patient.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The customer's statement that the scope was blurry can be confirmed. The examination of the optics at hand showed a chemically attacked / damaged soldered seam at the distal end, which also shows a leak due to the chemical damage. Severe residue is visible in the rod lens system. The distal cover glass is clouded due to unknown residue and, together with the residue present in the system, affects the imaging. The damage detected is not due to a production/manufacturing error. It is possible that the damage mentioned was caused by clinical use or clinical reprocessing. This event is filed under internal complaint ID case (B)(4).

Manufacturer narrative:
The device was returned to our us facility on march 06, 2025. It will be forwarded to the manufacturing site for investigation. Should any relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).